Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of an atrial tachy response (atr) episode stored by this pacemaker system. Technical services (ts) advised this atr episode was stored due to premature atrial contractions and oversensing retrograde after ventricular pacing. Ts provided reprogramming recommendations. Subsequently, another hcp called ts requesting review of the presenting electrogram. Ts reviewed per request. Ts advised a ventricular sense had fallen into blanking and was undersensed. As a result, a ventricular pace was delivered when not required but did not capture because the heart had not yet repolarized. Additional information from the field representative has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional requested review of an atrial tachy response (atr) episode stored by this pacemaker system. Technical services (ts) this atr episode was stored due to premature atrial contractions and oversensing retrograde after ventricular pacing. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.